Event description:
The lay user/pt contacted lifescan on september 12, 2007 and alleged that her one touch ultra2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt obtained a result of 263 mg/dl on the subject meter. The reported issue first occurred in 2007, at around 11:00 am. She also mentioned experiencing symptoms of being shaky and nervous after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient reported that she experienced symptoms of being shaky and nervous after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.